Event description:
It was reported that the balloon was ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured the balloon ruptured after the first inflation at 8 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon was ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured the balloon ruptured after the first inflation at 8 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal balloon bond and extending approximately 53mm distally across the balloon material. The rated burst pressure for this device 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.